Manufacturer narrative:
Investigation: according to aabb technical manual 16th edition, adverse events seen at the time of donation or those reported later average about 3.5% of donations. Reactions that need medical care after the donor has left the donation site are seen in 1 in 3400 donors. Per terumo bct's medical review, the device did not cause or contribute to this incident. Root cause: a definitive root cause for the donor's reaction could not be determined. Possible causes for the reaction include but are not limited to donor's physiology and/or donor's sensitivity to the procedure. Citation: american association of blood banks. (2008). Whole blood collection and component processing. In j. D. In roback md, phd, m. R. Combs mt(ascp)sbb, b. J. Grossman md, & c. D.hillyer md (eds.), technical manual (16th ed., pp. 195-196). Bethesda, maryland: author.

Manufacturer narrative:
Additional method evaluation codes: manufacturing review c91960, sterilization process review c92002 investigation: the disposables set was returned to terumo bct and evaluated. Upon visual inspection, it was confirmed that the set was assembled correctly with no leaks, kinks, occlusions or missing parts. Flow of blood/ac was verified throughout the cassette, channel, inlet and return lines. In summary, no disposable defects were identified in the returned set. The run data file (rdf) was analyzed for this event. The rdf analysis did not indicate that the events during the product collection caused the reported donor's response. The trima operated as intended. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that approximately 31 minutes into a platelet collection procedure, a donor experienced an allergic reaction. Per physician's order, the procedure was stopped immediately without rinseback and the donor was given 10mg of centirizine orally. While the donor symptoms did not subside, an ambulance was contacted and the donor was transferred to the hospital. Patient (donor) outcome is not available at this time. Due to EU personal data protection laws, the patient (donor) information is not available from the customer. Donor gender and weight were obtained from the run data file (rdf).this product is not available within the us, but this report is being filed due to a alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.